Event description:
It was reported that this right atrial (ra) lead exhibited noise, undersensing, and a pace impedance measurement high out of range greater than 3,000 ohms. An upward trend in impedance measurements were noticed post ablation procedure. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.